Event description:
A tech reported that the equipment displayed problems with irrigation and aspiration during a cataract with intraocular lens implant procedure. The procedure was able to be completed with the same equipment with a delay of less than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the customer reported problem. The company rep replaced the fluidics controller printed circuit board assembly (pcba). The system was then tested and met product specs. A review of the system's event log revealed no related system messages occurring on the reported event date. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause could not be determined conclusively. (B)(4).